Event description:
The customer reported that the insulin pump alarmed button error during basal delivery. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.